Event description:
It was reported via repair work order that the siderail won't latch due to toprail being broken/damaged and the pivot block screw is missing. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.